Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture at the maximum outputs. A revision procedure was performed and an occlusion in the coronary sinus was noted. The lv lead was explanted and a new lv lead was not able to be implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead had not been returned. If additional information is received, this report will be updated.